Event description:
A consumer reported through social media that over a year following intraocular lens (iol) implant surgery, the distance and intermediate vision are poor. The consumer reported that a monofocal lens is implanted in the fellow eye. The consumer was seeking feedback regarding lens exchange procedures. It was reported that the consumer's surgeon was willing to exchange the iol for a monofocal lens. The consumer was aware that reading glasses would be required following an exchange for to the monofocal lens. It was reported by the consumer that at least the distance and intermediate vision would be good following that exchange. The consumer did not provide any contact information; therefore, no follow up could be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No enough information was provided from the account for further investigation. The consumer did not provide any contact information; therefore, no follow up could be conducted. (B)(4).